Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, cracked belt clip slot, and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad on the insulin pump was not working when attempting to program a bolus. It was stated that the customer rides horses and it was raining prior to the alarm. Customer also mentioned that there was a crack near the reservoir window. Customer's blood glucose reading at the time of the call was 300 mg/dl and was treated with manual injections. No further information reported.